Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer did not provide the product details.

Event description:
The customer reported that she obtained erratic blood glucose readings on the contour meter. No specific readings were provided. The customer was experiencing a hyperglycemic event and presented with symptoms such as nausea, vomiting and lost balance. The customer took 50 units of insulin based on the readings. The customer stated that she was hospitalized. In the hospital, the physician compared the meter readings with the laboratory results and there was more than 30 mg/dl difference between the readings. The customer recovered well. No further event details were provided. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance.